Event description:
Customer initially reported cable caught fire during surgery, burned a drape in the operating room. No patient injury. (B)(6) 2012, customer email report states that a laparoscopic cholecystectomy was in progress. Surgeon was using a laparoscopic hook cautery after removing a gallbladder. Next, the cautery cord was burning. It broke off the hub at the plug end and fell to the floor. The plug end still in the cautery machine was still flaming. The patient drape sheet had burn holes from the sparks. The fire was put out with saline. The circulating nurse brought in a different cautery machine, cord and hook. We attached a new grounding pad to the patient. The surgery was continued. When the surgery was over, the surgeon, anesthesiologist, circulating nurse, physician assistant did a complete visual scan of the patient. They checked front and back, both legs and arms, hands and feet then head of patient for any sign of burns. They did not find any. Flames limited to monopolar laparoscopic cord plug and a couple of inches along the cord. No one was injured. Approximately 10 minutes to put out fire and smoldering, redrape patient. Codman electrical surgical unit (B)(4), model # 60-8005-001, and serial #(B)(4) was connected to the cable. The laparoscopic cautery hook is from microline # 6924 with serial # (B)(4), also connected to the cable.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.